Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. DHR trend analysis: no trend identified. Review of event description: it was reported that a patient was implanted with a sulox head on the right hip in 2003 and experienced a breakage of the implant end of (B)(6) 2016. Revision was performed on (B)(6) 2016. Review of received data: x-rays: on (B)(6) 2013 pelvic view: cemented stem right orthograd without loosening marks, screw cup right in approx. 64 ° inclination without loosening marks. The right head is 1 mm cranially decentered. Shell-shaped x-ray shading with projection on the acetabulum convexity. Undated x-ray, right hip axial: no conspicuousness, shell-shaped x-ray shading with projection on the acetabulum convexity. On (B)(6) 2016 pelvic view: broken hip head right, cup inclination 64 °, stem and cup without loosening marks. On (B)(6) 2016 pelvic view (operation planning right): planned inclination angle 45 °. On (B)(6) 2016 CT topogram hip right and left, CT layer hip on both sides coronary, axial and sagittal: clearly visible fracture of the head. On (B)(6) 2016 right hip lauenstein: inlay and stem removal on the right, head centred, cemented stem. On (B)(6) 2017 right and left hip axial: inlay and stem removal on the right, right head centred, cemented stem. Surgical report of implantation, (B)(6) 2003: implantation of a hybrid total endoprosthesis (right) due to coxarthrosis on the right side (aca size 52, pe-inlay, cemented optan stem size 12, medullary plug, ceramic head medium, cone 12/14). Intraoperatively no abnormalities detected. Surgical report of revision, (B)(6) 2016: inlay and stem removal hip-tep right due to breakage of the ceramic head. Intraoperatively after removal of the neocapsule, a massive metallosis and metallic abrasion are shown. The ceramic head fracture looks more like a longer time than 2 weeks. It shows a stem with conus defect, which could no longer be used. Cement mantle in preop. X-ray and in CT looks intact, is removed proximally. Removing the inlay, the mechanism shows completely intact, therefore no change of the cup in order to avoid a bony defect situation. Implanting a cemented 0-cpt-extended stem. Stationary treatment report, (B)(6) 2016: anamnestic the patient had pain for several months in the right hip, this was increased (severe pain) in the last week. The ceramic head is broken. For private reasons, the revision was done later. No complications in the revision surgery performed on (B)(6) 2016. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: - fracture of head due to insufficient material thickness (wrong design) - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. - loss of connection, fracture of ceramic head due to inappropriate design concerning pull-off/torque strength of the head on the stem taper - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. - loss of connection, fracture of ceramic head due to particles between stem and head taper. - possible: the devices have not been returned for investigation. - high wear, head fracture due to wrong raw material selection. - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. - loss of connection, fracture of ceramic head due to use on a used or damaged stem taper. - not possible: labels received. No evidence for used or damaged devices. - patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon. - possible: no specific information received about patient counseling. Conclusion summary: 10 years after implantation of a hybrid total endoprosthesis (right) with a cemented stem, cup with pe inlay and ceramic head, the x-rays shows an evidence of certain wear of the pe inlay. Furthermore, a significantly steep angle of inclination at both sides can be seen (the right side is 64°). In the next radiological follow-up control 3,5 years later, a fracture of the ceramic head can be confirmed. It is not possible to determine a specific root cause for the ceramic head breakage 13 years after implantation. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information as follows were received on march 29, 2017 and has been filed (if indicated) in this report. ¿ any device identification ¿ reference and lot numbers of all implants used -> patient stickers of the labels have been received. ¿ surgical reports of implantation and revision -> surgical reports have been received. ¿ all available x-rays during time in- vivo with print date -> a cd was received. ¿ all available intra operative pictures -> not available. ¿ patient weight, height, bmi and all relevant history -> patient data was received. ¿ exact date of implantation -> (B)(6) 2003. ¿ exact date of event -> approximately (B)(6) 2016. ¿ the availability of the affected product (non-availability with a rationale) -> devices are with the patient. ¿ did a delay in the procedure over 30 minutes occur that was related to the event? -> no. ¿ time surgery was extended and reason for delay- > na. ¿ was the surgical technique for the product utilized? -> na. ¿ were any pieces of the broken device remaining in the patient? -> no. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a sulox, head, m, 28/0, taper 12/14 on (B)(6) 2003 on the right side. Ceramic head breakage of zimmer h-tep right occurred without adequate trauma, approximately in (B)(6) 2016. The patient underwent a revision surgery due to the breakage of the device on (B)(6) 2016. No pieces of the broken device remaining in the patient.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown sulox head hip implant on (B)(6) 2003 on the right side. (As the exact date of implantation is unknown, the last day of the reported year was taken as implantation date.) Ceramic head breakage of zimmer h-tep right, occurred without adequate trauma approximately (B)(6) 2016. The patient underwent a revision surgery due to the breakage of the device on (B)(6) 2016. Additional information has been requested and is currently not available.